Event description:
The manufacturer was contacted by the user of a rep dreamstation auto CPAP, dom - recrt device with allegations that that a doctor found particles in their lungs along with being diagnosed with an unspecified cancer. There were no reports of any device malfunctions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.